Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Customer's healthcare provider did not have any additional information regarding patient death. Per medical examiner, customer was not a medical examiner's case and no additional information is available.